Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had gas leak alarm and multiple iab catheter disconnections occurred. There was no harm or injury reported to the patient.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a gas leak alarm and multiple iab catheter disconnections. Unit never stopped pumping. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the states it is unclear whether users swapped out console to continue treatment, or whether clinicians allowed therapy to run its course. The fse evaluated the unit and was unable to replicate the reported. The fse successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit without issue. Identified gas loss alarms and iab catheter alarms in the logs. Unit within factory specifications across the boards and without any regulators drift. Normal dust on unit for six months of operation, no signs of fluid ingress, and otherwise relatively clean inside. Drive manifold , vacuum and transducers, as well as pressure and vacuum regulators, original from install. Replaced aforementioned parts, as a precaution. All functional and safety test performed. The fat performed a visual inspection and found the parts to be in good condition.parts were received with a reported failure of a gas leak alarm and were replaced as a precaution. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual no failure confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure.